Manufacturer narrative:
According to the customer, multiple instances of clogged 27g needles were found in the packs. The customer stated that the issue was discovered when the "surgeon attempts to inject medication through it" at the end of the procedure. The customer said that once a clogged needle was discovered, it was replaced with a new needle. Additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, multiple instances of clogged 27g needles were found in the packs. The customer stated that the issue was discovered when the "surgeon attempts to inject medication through it" at the end of the procedure. The customer said that once a clogged needle was discovered, it was replaced with a new needle.

Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).